Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. During the testing, it was not possible to reproduce the reported failure. The complaint is not confirmed. No corrective actions are required because the complaint was not confirmed with the sample provided. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff performed normally during pre-test but had difficulty to inflate cuff when in use with patient. After removal, they tested several times and there were intermittent difficulties when injecting and withdrawing water from the cuff, on and off. Asymmetric cuff was observed when inflated. This problem was resolved by replacing with a new one. "They were informed about this issue on (B)(6) ."